Manufacturer narrative:
Updated b7 - other relevant history from blank to type I diabetes

Event description:
It was reported the patient's blood glucose level rose to greater than 400 mg/dl while wearing the pod between 1 and 4 hours. The adhesive completely separated from the infusion site (abdomen), causing the cannula to dislodge. As treatment, a new pod was applied.

Manufacturer narrative:
According to the complaint, the device will not be available for investigation because it was discarded by the patient. . Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to confirm or determine the root cause of the reported dislodged cannula. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.3 hardware: iphone14.6 cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.